Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the provided picture identified the explanted products. However, as product was not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the reverse-type right shoulder arthroplasty with subsequent glenosphere disassociation as noted. No problem was found with the device. The reported event is between the taper adapter and base plate. The tray is not involved in the reported event, and the customer confirmed there were no allegations against the tray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm, lot#: 65592627. Item#: 110031425, cr vivacit-e 36mm brng +3; lot#: 65592627. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 65828973. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder comprehensive reverse shoulder arthroplasty three (3) months and six (6) days ago. Subsequently, the patient was revised due to the implants disassociating. The glenosphere, poly/tray, and central screw were explanted.